Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was inserted in the patient for the endovascular treatment of a 51.2 mm in diameter abdominal aortic aneurysm approximately three weeks ago. It was reported that, during the index procedure, the delivery system was being passed through a synthetic vessel (located between the abdomen and common iliac artery) in order to reach the targeted area. The delivery system became caught and was damaged within the synthetic vessel. The physician elected to remove the delivery system from the patient and did not deploy the device. Per the physician, the cause of the event was due to severe angulation of the synthetic vessel compounded by insufficient synthetic vessel extension length and the amount of time that the synthetic vessel has been in place. The patient will be monitored. No sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.